Manufacturer narrative:
Customer no longer had glucose test strips to return to manufacturer for testing. Customer could not provide lot number of test strips, making retention testing impossible.

Event description:
Customer alleged discrepant blood glucose results of 457 mg/dl on the advantage system compared to 101 mg/dl when testing was performed on a professional meter within 5 minutes. Customer reported no symptoms and no treatment/action based on these results. The customer stated that the meter was coded incorrectly for the test strips, but no reason was given. Three unsuccessful attempts were made to gather more information. The suspect device was unavailable for return. Replacement product was sent.